Event description:
A customer contacted global technical service (gts) reporting a system error (se) 2240 (air in set) on the home choice (hc), during dwell 1 of 4. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) checked the heater bag and supply bag, both connections were fine with no sign of a leak. The hp found an unused line with an open clamp. The tsr had hp cycle power and advised them to start over with all new supplies. The hc was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.